Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed in (B)(6) 2022. The procedure was performed under local anesthesia. In late may, after the completion of radiation therapy the patient complained of melena and visited the hospital. Upon examination, a rectal ulcer was observed due to misplacement of hydrogel into the rectum and was treated with a temporary artificial anus installation. The patient experienced or presented with bloody stool that led to a diagnosis of rectal ulcer. The patient received external beam radiation therapy (ebrt) with 62 gy x 20fr.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 31may2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.